Event description:
A medtronic representative reported a damaged open spine clamp; stating that the screw is stripped, and it will not tighten properly. There was no patient present.

Manufacturer narrative:
Device manufacture date dependent on lot number and not available as yet. RMA issued. Replacement part shipped (B)(4) 2012.  Suspect part has not been returned for evaluation as of the date of this report.

Manufacturer narrative:
It was reported that the damaged part was disposed of by the site. No evaluation can be done to determine cause of alleged malfunction.